Event description:
A trojan supra condom broke during use. It broke immediately after application and prior to vaginal penetration - fortunately -. Rptr is an experienced condom user and this is the first time pt has ever experienced a condom breakage. The condom had been properly stored, no added lubricants or other substances were used with it, and there was no damage to the package or trauma to the condom while opening. The tear occurred about 1 cm from the tip, along the first, barely visible ribbed band where the condom begins to be rolled when packaged.